Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer changed infusion set and cartridge to address the issue. Additionally, a system check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.